Manufacturer narrative:
The customer called stating that he was sent a new battery cap; however batteries are being used fast and has lost all time settings. Customer also states that he could smell insulin in the reservoir compartment. The insulin pump alarmed low reservoir and went blank. Advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to backup plan per hcp's instructions. Sending replacement pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that his insulin pump suddenly went blank. The patient's blood glucose at the time of incident was 175 mg/dl. He was just sitting at his desk when the display disappeared. The customer changed the battery but the pump alarmed with battery out limit. During troubleshooting the customer's alarm history showed that he received a bad battery alarm in the past. The customer stated that for the past week and a half the pump has been going through batteries. The backlight also started to flicker whenever he would rewind the pump. He was sure that there was moisture on the inside of the pump. The customer also mentioned that the pump alarmed with a motor error three or four days prior to the call. The motor error was paired with a no delivery alarm. Troubleshooting for the motor error was successful; the pump was able to rewind, prime, and pass the displacement test. No products were returned and a replacement battery cap was shipped to the customer.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.